Event description:
A 25mm pericardial aortic valve was explanted after an implant duration of approximately 4 years. The reason for explant is unknown, despite several attempts to obtain additional details on the event and patient. The explanted device was replaced with another 25mm pericardial aortic valve. Should new information be received at a later date, a supplemental MDR will be submitted.

Manufacturer narrative:
The device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm root cause for explant of the device. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.